Event description:
Indication: chronic obstructive pulmonary disease with (acute) exacerbation; patient reports that the tubing that goes from the cup to the nebulizer has water droplets in it, and feels it blocks the medication from going through. Patient did not report an adverse event or any additional information. Indication: ulcerative colitis, unspecified. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.